Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that in (B)(6) 2021 bard universal catheterization tray was discontinued (lawson # 227022, ref 792100) and was replaced with the item listed above. Urology staff's main concern was when the catheter was inserted, before hooking the drainage bag tubing, they ensure urine flow. The container was too large and square and could not adequately collect urine. They improvised by using a clean graduated cylinder breaking sterility. Another bard catheterization item (lawson # 317827) was used on some units in the region. Clinic staff said this container had similar problems as the ones they currently stock. The request from end user staff for the collection tray to mimic the old discontinued item, similar to the kit of an I/o catheter tray.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "error of inspector". The lot number is unknown; therefore, the device history record could not be reviewed. The labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that in (B)(6) 2021 bard universal catheterization tray was discontinued (lawson # (B)(4), ref (B)(4)) and was replaced with the item listed above. Urology staff's main concern was when the catheter was inserted, before hooking the drainage bag tubing, they ensure urine flow. The container was too large and square and could not adequately collect urine. They improvised by using a clean graduated cylinder breaking sterility. Another bard catheterization item (lawson #(B)(4)) was used on some units in the region. Clinic staff said this container had similar problems as the ones they currently stock. The request from end user staff for the collection tray to mimic the old discontinued item, similar to the kit of an I/o catheter tray.